Manufacturer narrative:
Lit ref: doi: 10.1536/ihj.17-005. If information is provided in the future, a supplemental report will be issued.

Event description:
The study evaluated consecutive patients with acute coronary syndrome who received pci with second-generation dess between november 2011 and march 2015. Zotarolimus drug eluting stents were amongst the devices used. Patients were divided into two groups: conventional dapt using clopidogrel, and (B)(4) -guided dapt. The primary endpoint was the incidence of major adverse cardiovascular/cerebrovascular events (macces), defined as a composite of death, cardiac death, myocardial infarction, target lesion revascularization (tlr), stent thrombosis, or stroke. The secondary endpoint was hemorrhagic complications. Patient follow-ups occurred monthly every month in the outpatient department for 1 year or until meeting an endpoint. Cardiovascular death was defined as death due to myocardial infarction, congestive heart failure, or documented sudden cardiac death. Major adverse cardiovascular/cerebrovascular events at 1 year included death, cardiovascular death,tlr, stent thrombosis, and hemorrhagic complications.